Manufacturer narrative:
(B)(4).

Event description:
During a subcutaneous pacemaker procedure, while flushing the pocket, the physician noticed an additional incision at the back of the pocket, approximately 2-3 inches in length. After initial concern that this may have been caused by the aquamantys, it was determined by the physician and staff that it was done with the plasmablade while it was intentionally being utilized on cut 6. The size of the patient and location of the device contributed to the physician error, the physician had believed he was cutting into the pocket when he ended up cutting from the inside of the pocket out to the skin. There was a 15+ minute delay to stitch up the additional incision, which is expected to heal without further incident. The issue is believed to have been cause by physician error, no specific deficiencies reported for the products involved. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.